Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices. The patient reported that they have not charged their ipg in at least two years. As such, the ipg became inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the physician made a new ipg pocket, and inserted the replacement ipg and closed the pocket.

Manufacturer narrative:
Correction: h6 - the health effect-clinical code should have been "2388 - inadequate pain relief" rather than "2388 - inadequate pain relief and 1924 - failure of implant."

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.